Event description:
It was reported that the cot was positioned at half height and when the patient transferred all of their weight to the cot (from the wheelchair) the cot dropped to the ground. No adverse consequence or clinically relevant delay in treatment was reported.